Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured; further described as "the product exploded." This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 27, 2022 - september 29, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed liquid inside the housing suggesting a leak has occurred; the bladder contained fluid which is not indicative of a rupture. The reported condition was verified as a leak. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.